Event description:
Customer reportedly received result of 9.7 mmol/l on the sensor system and result of 4.1 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the sensor system (lot number 572584, expiration date 09/30/2012). Reference medwatch report with (B)(6) for the suspect device used in the aviva system.